Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer is unable to exit the preparing to prime loop. Customer is unsure if the drive support cap is protruded, loose, sticking out or flush. Blood glucose value was 196 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and scratched reservoir tube window.